Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full),sapling (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2012: essure confirmation test-test not specified result-left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: case became incident. New events- abdominal pain, dysmenorrhea, menorrhagia, genital bleeding, device ineffective, psych injury were added. Date of removal, reporters and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 846835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only/failure to occlude (close) fallopian tube" on (B)(6) 2012. Medical conditions: current weight 195 lbs. Concurrent conditions included uterine bleeding, polymenorrhoea, dysfunctional uterine bleeding, endometrial polyp, complex ovarian cyst, cervicitis, nabothian cyst, adenomyosis and overweight. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), cyanocobalamin, docusate sodium, ethinylestradiol;norgestimate (tri-cyclen), fish oil, nsaids (B)(6) 2011 to (B)(6) 2018, omega-3 fatty acids and paracetamol (acetaminophen) (B)(6) 2011 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), migraine ("migraines / headaches"), nausea ("nausea,"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full),salping (bilateral)/unilateral oopherectomy - right side). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and weight increased had resolved and the depression, vaginal haemorrhage, anxiety, female sexual dysfunction, rash, migraine, nausea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 1. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared t trailing into the uterine cavity was 5. At this point, approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. This visible "notch" was seen to be located just outside the tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram on an unknown date: essure device was successfully occluded. Imaging procedure on (B)(6) 2012: essure confirmation test-test not specified result-left occlusion only. Pathology test on (B)(6) 2012: a- endometrium, curettage , polyp: polypoid and nonpolypoid fragments of secretory endometrium. B- endocervix, curettage: benign appearing endocervical epithelium and focal squamous metaplastic epithelium; on (B)(6) 2014: a. Endocervix, curettage : blood and mucus containing a well formed endocervical polyp with inflammation and reactive changes. Multiple small additional fragments of similar appearing endocervix. B. Endometrium, curettage multiple fragments of secretory endometrium. Ultrasound scan vagina on (B)(6) 2013: uterus appears normal in size and echotexture. Right ovary appears normal. Left ovary contains a complex cyst as described above. No free fluid seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea,abnormal bleeding, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new events apareunia (inability to have sexual intercourse), migraines / headaches, nausea, dyspareunia (painful sexual intercourse), fatigue, weight gain, rashes were added. Medical history, concomitant drug were added. Seriousness criteria for previously reported event genital hemorrhage updated as non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 39-year-old female patient who had essure (batch no. 846835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only/failure to occlude (close) fallopian tube". The patient's concurrent conditions included uterine bleeding, polymenorrhoea, dysfunctional uterine bleeding, endometrial polyp, complex ovarian cyst, cervicitis, nabothian cyst and adenomyosis. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate; calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), cyanocobalamin, docusate sodium, fish oil, nsaids (B)(6) 2011 to (B)(6) 2018, omega-3 fatty acids and paracetamol (acetaminophen) (B)(6) 2011 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full),salping (bilateral)/unilateral oopherectomy - right side). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 1. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared t trailing into the uterine cavity was 5. At this point, approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. This visible "notch" was seen to be located just outside the tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2012: essure confirmation test-test not specified result-left occlusion only. Pathology test - on (B)(6) 2012: a- endometrium, curettage , polyp: polypoid and nonpolypoid fragments of secretory endometrium. B- endocervix, curettage: benign appearing endocervical epithelium and focal squamous metaplastic epithelium; on (B)(6) 2014: a. Endocervix, curettage : blood and mucus containing a well formed endocervical polyp with inflammation and reactive changes. Multiple small additional fragments of similar appearing endocervix. B. Endometrium, curettage multiple fragments of secretory endometrium.. Ultrasound scan vagina - on (B)(6) 2013: uterus appears normal in size and echotexture. Right ovary appears normal. Left ovary contains a complex cyst as described above. No free fluid seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea,abnormal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs+mr received. Lot number received. New events: abnormal bleeding (vaginal), psychological or psychiatric problems condition: mental anguish were added. Psych injury was updated to psychological or psychiatric problems condition: depression. New reporters added. Concomitant conditions, drugs and lab data added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 39-year-old female patient who had essure (batch no. 846835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only/failure to occlude (close) fallopian tube". The patient's concurrent conditions included uterine bleeding, polymenorrhoea, dysfunctional uterine bleeding, endometrial polyp, complex ovarian cyst, cervicitis, nabothian cyst and adenomyosis. Concomitant products included betacarotene; bioflavonoids nos; biotin; calcium ascorbate; calcium pantothenate; calcium phosphate; choline bitartrate; chromic chloride; colecalciferol;copper sulfate; cyanocobalamin; folic acid; hesperidin; inositol; iron amino acid chelate; lycopene; lysine hydrochloride; magnesium oxide; manganese sulfate; molybdenum trioxide; nicotinamide; phytomenadione; potassium iodide;potassium sulfate; pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine; silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), cyanocobalamin, docusate sodium, fish oil, nsaids (B)(6) 2011 to (B)(6) 2018, omega-3 fatty acids and paracetamol (acetaminophen) (B)(6) 2011 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full), salping (bilateral)/unilateral oopherectomy - right side). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 1. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared t trailing into the uterine cavity was 5. At this point, approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. This visible "notch" was seen to be located just outside the tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2012: essure confirmation test-test not specified result-left occlusion only. Pathology test - on (B)(6) 2012: a- endometrium, curettage, polyp: - polypoid and nonpolypoid fragments of secretory endometrium. B- endocervix, curettage: benign appearing endocervical epithelium and focal squamous metaplastic epithelium; on (B)(6) 2014: a. Endocervix, curettage : blood and mucus containing a well formed endocervical polyp with inflammation and reactive changes. - multiple small additional fragments of similar appearing endocervix. B. Endometrium, curettage - multiple fragments of secretory endometrium.. Ultrasound scan vagina - on (B)(6) 2013: uterus appears normal in size and echotexture. Right ovary appears normal. Left ovary contains a complex cyst as described above. No free fluid seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea,abnormal bleeding, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.